Manufacturer narrative:
MFR's report date: 04/06/2011. (B)(4). Sample involved in this event will not be returned. No failure investigation could be performed.

Event description:
The user reported that during a total parenteral nutrition (tpn) infusion, they noticed a leak near the hydrophobic air inlet filter. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.